Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other four proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with 5 proglide devices using the pre-close technique via a 6f sheath prior to an endovascular abdominal aneurysm repair (evar) interventional procedure. All five proglide devices were successfully prepped with saline prior to use. Reportedly, there was no visible bleed back from the marker lumen of the first proglide device. The proglide device was removed and flushed outside of the anatomy with no success. After the second proglide device was rotated to the 10 o'clock position, the foot plate could not retract. A nick-and-spread was performed to remove the proglide device. The suture of a third proglide device was successfully preplaced. A suture break occurred with the fourth proglide device. The suture of a fifth proglide device was successfully preplaced. The sheath was upsized to a 9f and the evar procedure was completed. Approximately 5 minutes after the procedure was completed with the two successfully prep-placed sutures, the patient's groin was noted to be pulsing. An ultrasound and flouroscope were performed and a scrotal hematoma was discovered. A cut-down was performed and it was visible that the sutures of the proglide devices had not grabbed the vessel wall. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported suture break was confirmed. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.